Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported unknown side "lymph nodes with content compatible to silicone" and possible rupture. Device remains implanted.